Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot m18232t802 was reviewed and the product was produced according to product specifications. All information reasonably known as of 09 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that "air leaked from some part of the adaptor. The suction catheter was replaced from new one immediately. No patient injury." Additional information received on 07-may-2019 indicated the air leak was found during the first suctioning; a nurse heard air leaking noise from the adaptor. Air and phlegm were leaking. The leak occurred "around the connector between the sleeve and the peep seal." It did not cause the vent to alarm and it is uncertain if there was a change in oxygen levels at any time during the incident. "A nurse noticed air leaking and replaced only the catheter. After replacing, there was no problem. There is no problem with the patient's condition."

Manufacturer narrative:
The actual complaint product was returned for evaluation. One used suction catheter was returned. The rotary manifold was not returned. No product packaging was returned. Suctioning was performed; no issues were observed. No leakage occurred at any location along the fluid pathway or at any component connections. The root cause cannot be identified since the failure reported was not confirmed. All information reasonably known as of 12 jun 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.